Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm vollure¿ xc and juvéderm volbella® xc about a year ago and juvéderm voluma® xc in the mid-face/bilateral upper cheeks around 2 months ago from the initial report. Hcp reported patient is experiencing firmness around the lateral orbit, and a biopsy has been carried out to test for bacterial infection. The patient was stated to be experiencing puffiness under the eye. The symptoms were on one side of the face, then the hcp started to notice induration and nodules in areas previously treated with juvéderm vollure¿ xc and juvéderm volbella® xc. Hcp stated that hyaluronidase was injected in to nodules with ¿some improvement.¿ symptoms were additionally described as ¿firm, nodular lesions, non-inflamed, extending from injection site on lateral upper cheeks to bilateral tear troughs.¿ a biopsy confirmed "foreign body granuloma with material consistent with hyaluronic acid.¿ hcp reported symptoms ¿have not fully resolved; minimal improvement with hyaluronidase treatment.¿ this record is for juvéderm volbella® xc. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00869 (allergan pr (B)(4)) and MDR ID #3005113652-2019-00873 (allergan pr (B)(4)). This MDR is being submitted for juvéderm volbella® xc.